Manufacturer narrative:
Uf / importer report number: (B)(4). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood tubing spike of an interlink system y-type blood/solution set was dislodged from the blood tubing. This event occurred during preparation and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned for evaluation. A visual inspection was performed using the naked eye and noted the spike adapter was separated from the tubing. A closer inspection showed that there is present of solvent in the bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was confirmed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.